Event description:
The syncardia companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The companion 2 driver docks into the caddy by placing the driver straight into the center of the caddy so that the docking connectors mate. The customer reported that while in the process of switching companion 2 drivers, a few of the pins in the caddy docking connector were damaged. The companion 2 driver was then docked into another companion driver caddy. There was no impact to the patient. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion driver caddy will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.